Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that when the ventilator is connected to oxygen there is a leak in the gas delivered engine (gde). The gas delivered engine (gde) was pulled out and it was noticed that there was a broken solenoid. There was no patient involvement at the time of the reported event.

Manufacturer narrative:
The device was returned to carefusion but the device was received without electrostatic discharge (esd) protection so the device was damaged, therefore, no investigation can be performed.